Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The hp stated she was not sure if anything drained or not. The tsr instructed the hp to call back if she gets an alarm in the initial drain. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.